Event description:
Ambulance personnel were attending to a pt in cardiac arrest. External pacing was initiated, however, allegedly a broken snap connector on the pacing cable created an inability to use the pacemaker. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death.